Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20aug2019.

Event description:
The customer reported touchscreen reaction is misaligned. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 25nov2019. The field service engineer reported the investigation was performed for the reported issue, but no error log was confirmed or no abnormality was confirmed on the unit. The device was checked and tested no abnormality was confirmed device was returned to the customer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen reaction is misaligned. There was no patient or user harm reported.